Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000159 ; product ID: bi71000503. A medtronic representative (rep) went to the site to test the equipment. Testing confirmed that the covers were damaged from when the ias was accidentally ran into the table. The rep completed a temporary repair. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry was unable to open. It was later reported that this issue was discovered during an ortho procedure. It was also noted that the gantry having issues with opening was caused by the staff accidentally running the system into something and damaged the covers. There was a delay of less than one hour and no impact on patient outcome.